Event description:
According to the reporter, the customer called in and stated that they have a bravo capsule that is retained on the patients esophagus. The patient had an x-ray done. They would like the capsule removed. The capsule was removed without issue.